Manufacturer narrative:
The reagent lot number is 77198501 with an expiration date of 30-jun-2025. The investigation reviewed the last calibration performed 09-aug-2024 and the results were within specifications. The investigation reviewed the qc data; the results were within specifications. There was no indication of a performance issue with the reagent. The investigation reviewed the alarm trace and no issues were noted. The field service engineer (fse) inspected the analyzer and found a kinked sipper syringe tubing. The fse then removed the pinch section of the tubing and the flared tip. The analyzer's performance was verified with a sipper prime, system volume check, calibrations, qc, and a 21-cup precision test with valid results. After service, no further issues were reported by the customer. The investigation determined the service actions resolved the issue.

Event description:
The initial reporter received questionable elecsys troponin t gen 5 stat assay results from 13 patient samples tested on the cobas e 411 analyzer (disk system). The reporter was able to provide the following examples of discrepant results: sample 1 the initial result from the analyzer was 21.6 ng/l. The repeat result from a cobas c 501 was 6 ng/l with a data flag. Sample 2 the initial result from the analyzer was 18.8 ng/l. The repeat result from a cobas c 501 was 6 ng/l with a data flag. Sample 3 the initial result from the analyzer was 18.8 ng/l. The repeat result from a cobas c 501 was 6 ng/l with a data flag. Sample 4 the initial result from the analyzer was 18.35 ng/l. The repeat result from a cobas c 501 was 6 ng/l with a data flag. The repeat results were deemed correct. The doctor requested for the patient sample reruns.